Event description:
It was reported that the patient had impedances on one of the spinal cord stimulator (scs) leads. The patient underwent a lead replacement procedure. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event block d2b: pro code (product code): qrb.